Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer performed maintenance on the cobas 8000 ise module (c8kise) on (B)(6) 2018, including replacing the electrodes, cleaning the dilution vessel, and cleaning the reagent filters. Calibration and controls were ok. The customer stated that when testing an unspecified number of patient samples for ise indirect na for gen.2 (sodium) on the c8kise analyzer on (B)(6) 2018, delta checks were failing for low results. The customer ran controls for sodium and the controls recovered too low. The customer inspected the sample probe and it appeared ok. The customer then replaced the sample probe. Calibrations were performed and these passed. Controls were tested and all passed. The customer repeated the patient samples. Reported results for 40 to 50 samples had to be corrected for being too low. The customer provided data for five patients samples, and all had erroneous initial sodium results that were reported outside of the laboratory. The repeat results for these samples were believed to be correct. The first sample initially resulted with a sodium value of 131 mmol/l, which repeated as 142 mmol/l. The second sample initially resulted with a sodium value of 131 mmol/l, which repeated as 141 mmol/l. The third sample initially resulted with a sodium value of 131 mmol/l, which repeated as 142 mmol/l. The fourth sample initially resulted with a sodium value of 133 mmol/l, which repeated as 139 mmol/l. The fifth sample initially resulted with a sodium value of 136 mmol/l, which repeated as 146 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided. The customer did not have any further issues after the probe replacement.